Event description:
Central line placement: line was flushed with a 3ml syringe containing normal saline after removal from packaging and no holes observed. The line was inserted into the pt and was placed approx 16.5cm. Line was flushed and hole developed at point approx 1cm outside of the pt. The hole developed within 5 minutes of starting the procedure. This line was removed. Approx 6mls of blood lost. This issue occurred with another catheter of the same product code and lot on this pt. The add'l occurrence is detailed in MDR 2245270-2014-00009.

Manufacturer narrative:
This issue occurred with another catheter of the same product code and lot on this pt. The add'l occurrence is detailed in MDR 2245270-2014-00009. The mfg device was returned to vygon us and was forwarded to vygon (B)(4), the MFR, for device eval and complaint investigation. The results of this investigation will be forwarded to FDA via a f/u MDR within thirty days of its conclusion.